Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Assuming worst case during surgery air bubbles observed at the probe may cause injury to the patient, hence it is reportable. The possible risk identified is microbial, viral or prion infection (patient harm) all available information has been disclosed. This complaint has now been closed.

Event description:
A report from a hospital has been received of an incident that occurred in (B)(6): "when our team used this probe, air bubbles are coming out of the probe."